Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported that during trans-telephonic monitoring session, the patient's atrial and ventricular capture and sensing values could not be verified. The patient came into the clinic for interrogation and all measurements were within normal limits. The leads remain in use. No patient complications have been reported as a result of this event.